Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a leak test was performed on the device; it was observed that the pump was leaking around the display lens and the audio bolus button cap. It was noted that there is a crack in the battery compartment from the bumper pad to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.